Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection, and on (B)(6) 2020 the pacemaker system was removed. The physician did not state that the pacemaker system had caused or contributed to the event. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-08426, 2017865-2020-08427.